Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 150 mg/dl. The customer resumed insulin and delivered the remainder of the bolus. A system check showed the pump and infusion set tubing to be functioning as intended. The customer declined to remove the cannula as insulin delivery was resumed without receiving another occlusion alarm.